Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient came into the clinic with yellow discharge coming from the pocket. There were no additional adverse patient effects reported. The ra lead was explanted.